Event description:
It was reported that during a da vinci si myomectomy procedure, the surgical staff indicated that a fragment from the harmonic ace curved shears insert installed on a harmonic ace curved shears instrument broke off and fell into the patient. The broken fragment was retrieved and the surgical procedure was completed. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument accessory was returned to intuitive surgical inc. (Isi) and evaluated by failure analysis (fa). One side of the insert tips was broken off and returned with the instrument. Fa concluded that the insert damage was likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation). Intuitive surgical inc. (Isi) has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. On (B)(4) 2013, isi contacted the isi clinical sales representative (csr) assigned to the site. The csr indicated that one of the jaws of the harmonic ace curved shears insert broke off and fell into the patient. According to the csr, the surgeon was able to retrieve the broken fragment laparoscopically and no x-rays were performed. The csr stated that the instrument was inspected prior to the surgical procedure and no issues were observed. She also stated that the instrument was not removed at any time during the surgical procedure and before the fragment broke off. She also denied that there were any instrument collisions during the surgical procedure. The csr indicated that the patient did not develop any intra-operative or post-operative complications because of the reported issue. Based on the information provided, this complaint is being reported due to the following conclusion: the surgical staff indicated that a fragment from the harmonic ace curved shears insert broke off, fell into the patient, and was retrieved laparoscopically. There is no indication that the patient was harmed or injured because of the reported event.